Event description:
It was reported that an unknown issue with the device battery occurred. There was no patient involvement.

Manufacturer narrative:
H3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 2/22/2013 to the present date 11/3/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown issue with the device battery occurred. There was no patient involvement.